Manufacturer narrative:
This is not an implantable device. (B)(6) all pertinent information available to manufacturer has been submitted.

Event description:
It was reported that a (B)(6) female patient with mild kidney malfunction experienced increased ocular pressure (iop) of 30 on 1 day post op after using healon gv. Anti-glaucoma drugs were prescribed and iop returned to normal. Visual acuity (va) was poor on day 1 post-op as high iop caused corneal edema. Va became better after 1 week post-op. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. As the lot number is unknown for this event, it was not possible to perform a retained product investigation for the complaint. The reported complaint was not verified. Manufacturing records review: as the lot number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: as the lot number is unknown for this event, it was not possible to perform a labeling review. Based on the information provided, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.